Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(6) for the suspect device used in system 1.

Event description:
Reporter alleged that a neonate received the following results: 30 mg/dl on inform system 1 at 16:19 26 mg/dl on inform system 2 at 16:19 8 mg/dl on the lab system at 16:25 22 mg/dl on inform system 1 at 16:30 no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.